Manufacturer narrative:
(B)(4). Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A site clinical application specialist reported, during laser assisted cataract surgery the energy on the capsule treatment was increased due to cataract density. A posterior capsule rupture occurred and the surgeon indicates possible bubbles behind the nucleus.

Manufacturer narrative:
Additional information provided in h.3,, h.6, and h.10. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. A root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).